Event description:
It was reported that, one day post implant, the patient experienced a perforation. The right ventricular (rv) lead exhibited high thresholds and was unable to capture at 5 volts. There was also low impedance, which had dropped since implant. The patient presented for lead revision, and upon echo guided imaging, a small effusion was observed by the implanting physician. The lead was explanted and replaced and the perforation was repaired. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.